Event description:
After using connecta q-syte for infusing recofol via careflow, the split-septum part is "melting" where the infusion set is connected. The infusion set falls off, and the drug is leaking from the system.

Manufacturer narrative:
Sample may be sent and if received, a follow-up report will be filed. (B)(4).